Manufacturer narrative:
Engineering evaluation: the event is already addressed in the labeling. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relation between the even and the treatment seems possible. The injection technique may also have contributed to the event. The reported event is addressed in the label. As stated in the labeling for restylane silk, the product must not be implanted into blood vessels. Localized superficial necrosis and scarring may occur after injection in or near vessels, such as in the lips, nose, or glabellar area. Lot number was not reported and trending on batch cannot be performed. The case has been assessed to fulfill the criteria for regulatory reporting. Distribution comment: the case has been assessed to fulfill the criteria for regulatory reporting.

Event description:
A report was received ((B)(4)) on 15-dec-2016 from the director of a spa facility concerning a female patient of unknown age. On (B)(6) 2016 the patient received an unknown amount of restylane silk to the glabellar area. The reporter stated that an artery may have been hit during the procedure and the patient developed necrosis up to her forehead and down to her nose. The necrosis occurred on (B)(6) 2016. The reporter stated that there was no vision impairment from the necrosis. On (B)(6) 2016, the patient received vitrase (hyaluronidase) and the adverse reaction had improved. The patient will be seen by a specialist for follow up. No further information was available at the time.